Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: right mentor memorygel smooth hpg, 450cc gel breast implant , catalog number 350-504bc, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with mentor memorygel smooth hpg, 450cc gel breast implants that bilaterally ruptured after implantation. The issue was confirmed by MRI. The right implant also had issue with capsular contracture type IV. As a result the patient underwent bilateral removal and replacement with left-catalog number 3504254bc, lot number 7562734, serial number (B)(4), and right replaced with catalog number 3504504bc, lot number 7546658, serial number (B)(4) on (B)(6) 2018. This report is for the left implant.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. White material was observed within the device. Gel was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 4.5 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. Manufacturer¿s reference number: (B)(4).